Event description:
When in central supply gathering supplies this unopened shaver blade was placed in a cart. It was observed inside the unopened sterile packaging an unidentified loose material inside the package